Event description:
The hospital reported that at the conclusion of a diagnostic colonoscopy, a patient sustained a bowel perforation. The hospital risk manager reported that the patient was immediately taken to the surgery room to correct the perforation. The same surgeon reportedly performed both the colonoscopy and surgery. Following surgery, the patient was transferred to an independent hospital, and was reported to have developed respiratory distress. The facility reported that to date, the patient was reportedly not doing well after surgery, and has been transferred to a nursing facility for his recovery. The hospital risk manager stated that they do not suspect the endoscope to have caused the patient's outcome, as there was no problem noted with the device. The risk manager further stated that the patient's anatomy could have contributed to the event, as the patient was known to have a tortuous colon prior to the procedure.

Manufacturer narrative:
The device in question was returned to olympus for investigation. There were no sharp or rough edges found on the air/water nozzle, the a-rubber cement at the distal end of the endoscope and on the insertion tube. A few minor nicks and scratches were noted on the c-cover, and some cracked glue was noted around the light guide lens. The bending section cover glue was found cracked and discolored due to chemical damage; however, none of these findings would likely cause or contribute to a report of bowel perforation. Olympus cannot conclusively determine the cause of the patient's outcome, however, user technique and patient's condition cannot be ruled out as contributing factors. If additional information becomes available, a supplemental report will follow.